Event description:
Dr performed surgery on right knee to repair a torn meniscus. I still have a few pains when I walk any distance at all, but I expect that will eventually disappear. Since the 'left' knee is now in need of the same procedure, and I've already had the MRI (the older machine) at their office prior to my last visit, I am ready for the surgery except for one thing that is bothering me: as dr originally diagnosed, when they ordered MRI's made in their office of both of my knees, dr said that they expected my 'left' knee would also need the same surgery as the right knee, but if I took therapy I may be able to avoid this procedure. Although I had therapy at hosp, several months ago, my left knee now gives me pain. Recently, I visited office and had a MRI (on the smaller and older machine) the lasted probably 30 minutes, the technician did not remain in the room with me during the session. About half way through the session suddenly there was a terrible burning sensation on the top of my 'left' leg, 3-4 inches in diameter and 2-3 inches from the bend of my left knee. The pain was almost unbearable. I screamed for someone to come into the room and rescue me, but nobody came. Exhausting myself from screaming, I finally lay there, enduring the pain and waited for the technician to return. When I told the technician about the pain, he said, "there's no way the MRI could possibly have caused your pain." On my following visit to dr's office to find out the results of the last MRI, I handed assistant a sheet of paper that documented my unpleasant experience with the MRI, and asked her to read it and then give it to dr. She looked over the paper, then made the same comments that the tech had, "there's no way that MRI can harm anyone." I then asked her to give my paper to dr for dr's info. She assured me again that there was no way the MRI could injure me. Well, I knew better because I experienced this almost unbearable pain for at least eight to ten minutes. I had no metal outside or inside of my body whatsoever, so this could have caused the pain from the MRI, however, I was wearing my metal glasses. The technican did not mention that I remove them. (I've never removed my glasses prior to MRI sessions). Last week, a friend of mine said that she had recently read an article about MRI's causing problems, in some people. With this info in mind, I went to my computer. Every source I checked into also reported that the MRI's are completely safe, and cause no problem. I've had about five or more MRI's in my lifetime and none caused any pain or discomfort whatsoever. More than ten years ago, dr performed surgery on my husband's knee, and he had experienced very good results, and dr performed right knee surgery on me, and I am satisfied with dr's work. My thoughts and concern for my left knee: burning sensation of my 'left' knee still causes me a great deal of pain. Left knee pain awakens me at night between 1:00 am and 4:00 am, I have to use the vibrator and heating pad to ease the pain and sometimes this doesn't help. Interruptions of my sleep, for several hours each night, sap my energy, unfortunately.